Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Device evaluation: product evaluation cannot be performed because the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of the intraocular lens (iol) they noticed a triangle plastic adhered to the lens. The doctor was able to remove the plastic and proceed with no issues. They sent the plastic to get cultured, but they didn¿t get anything back. Their lab just confirmed that it was a piece of plastic. They did not notice the plastic until after they inserted the iol. Patient is fine. The iol remains implanted with no patient issues. It was stated that no lens will be returned. No other information was provided.